Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer's reported issue (image not displayed) was not confirmed or duplicated. However, service found the cable was twisted and deteriorated, resulting in noise on the image, but the subject image could still be recognized. Service also found that the control unit was worn, showed signs of water ingress, and the lens was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image was not displayed on the subject device and the cable was torn. There was no patient or user injury reported due to these issues. This report is being submitted for the image not being displayed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device